Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a cal error and a change sensor error alarm on the insulin pump. Customer also received a threshold suspend alarm. Customer stated that their sensor glucose reading was 40 mg/dl while the threshold limit was 60 mg/dl. Customer's blood glucose reading at the time of the call was 168 mg/dl. No further information reported.